Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of the right common femoral artery was attempted using a prostyle device after a percutaneous coronary intervention procedure using a 7f sheath. Reportedly, after the foot was returned back to its original position, the device was unable to be removed. The device was removed surgically and it was then found that the posterior foot was outside of the vessel, and the suture was not placed at the access site [malposition]. The device was in two pieces as the guide tube was separated. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was returned for analysis. The material separation was confirmed. The reported difficult to open or close could not be confirmed due to the condition of the device. The entrapment of the device and malposition could not be replicated in a testing environment as it was based on operational circumstances. However, the malposition is confirmed by the formed knot. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of reported difficulties cannot be precisely determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the insertion depth was not adequate when deployment was made. The cause for positioning issues are related to patient adipose tissue, movement of the device prior to or during foot deployment, or a user error in not attaining an adequate mark prior to opening the foot. Guide breaks are caused primarily by movement of the device when the foot is open whether by the physician or patient. In this case, the no vessel capture by the suture and the difficult closing of the foot indicates the foot was open likely with the anterior foot outside the vessel. The guide and foot breaks could then occur in the manipulation of the device during the attempt to close the foot and remove the device. Once the guide break occurred, the entrapment would result leading to the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.